Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The unit had a cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reports to have received a low battery error alarm. Customer states when she changed batteries, she received a blank screen display. Customer attempted to change batteries, but display screen did not return. Customer reports to have a cracked battery compartment. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time